Event description:
It was reported intermittent occlusion alarm occurred. There was no adverse impact to the customers blood glucose level. The customer resolved the issue by refilling the tubing and resuming insulin.